Event description:
It was reported that a patient passed away coincident with automated peritoneal dialysis therapy. The patient was hospitalized nine days prior to passing away for an unrelated event, was discharged one day prior to death, and passed away at home. It was not reported if dianeal therapies were ongoing up until the time of death and it was not reported if therapy was being performed with a baxter healthcare device and/or baxter healthcare solution(s) at the time of death. The cause of death was reported to be cardio respiratory arrest and it was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.